Event description:
It was reported that the device collapsed due to the hydraulics and there was a patient drop. It was further reported that the patient sustained a laceration. There was no defect found with the device.

Manufacturer narrative:
Attempts were made to the customer without success. Section h codes have been updated.

Event description:
It was reported that the device collapsed due to the hydraulics and there was a patient drop. It was further reported that the patient sustained a laceration, but no serious injury was reported. There was no defect found with the device.